Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd texium¿ needle-free syringe, 5 ml had incorrect label information. The following information was provided by the initial reporter: ¿ the bd 5ml syringes currently available are not calibrated correctly. 5 mls in a bd syringe is only 4.6mls in a terumo syringe. I drew up 5mls of midazolam in a bd 5ml syringe and I had more than 5 mls approx 5.3 mls. I was immediately concerned that the ampoules were overfilled. This was shown to be untrue when 5mls was drawn up in a terumo 10 ml syringe and was exactly correct. So the problem is the bd syringe which is not calibrated correctly . This happened with 10 syringes in a row¿.

Event description:
It was reported that 10 bd texium¿ needle-free syringe, 5 ml had incorrect label information. The following information was provided by the initial reporter: ¿ the bd 5ml syringes currently available are not calibrated correctly. 5 mls in a bd syringe is only 4.6mls in a terumo syringe. I drew up 5mls of midazolam in a bd 5ml syringe and I had more than 5 mls approx 5.3 mls. I was immediately concerned that the ampoules were overfilled. This was shown to be untrue when 5mls was drawn up in a terumo 10 ml syringe and was exactly correct. So the problem is the bd syringe which is not calibrated correctly . This happened with 10 syringes in a row¿.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the returned photo, the team is unable to determine a volumetric accuracy functional failure. A device history record could not be evaluated as the lot number is unknown. The team also reviewed the past five years of production of similar catalog numbers and found no quality notifications or complaints were raised on the reported defect. The bd testing method for volumetric accuracy is based on drawing volume up to the 1 ml graduation mark (and not at full nominal capacity). Additional volumetric testing of 60 samples was conducted at full capacity (5 ml) on the current production of 5ml syringes. All samples were within specification. As the lot number is unknown and no sample was returned for further analysis, a root cause can not be determined. H3 other text : see h10.